Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 404 mg/dl. They had been using the insulin pump system within 48 hours of high blood glucose levels. The customer also reported that there were 3 insulin flow block alarms earlier that morning, they changed the set and site and the issue was resolved by complete set change. The customer choose not to perform troubleshooting. The insulin pump will not be returned for analysis.